Event description:
Male patient, (B)(6) with a broken psi matrixmandible preformed reconstruction plate, left, small, 2.5mm thickness. Reconstruction was completed in (B)(6) on (B)(6) 2012. It was reported this is the third broken reconstruction plate: surgeon has not seen the patient yet. The patient is doing well, but does not want to be operated one more time. Surgeon is not sure how to proceed with the patient. Another re-operation with css psms would be an option. A revision has not been scheduled at this time. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.